Event description:
Procedure type: colectomy. According to the reporter: stapler failed - staples did not close. Staple line was open, gross spillage of stool occurred in the abdominal cavity. Surgeon spent 45 mins over sewing the failed suture line. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes. No device fragment fell into the patient. It is unknown if reinforcement material was used post-op diagnosis: stool spillage into abdomen/probable infection.

Manufacturer narrative:
(B)(4).